Manufacturer narrative:
The autopulse platform was returned to zoll on 11/11/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying "system error, out of service, revert to manual CPR" that could not be cleared. (B)(4) technical service received the platform and confirmed system error 'latch 203'. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint of the autopulse was displaying error message "system error, out of service, revert to manual CPR" was confirmed during the initial functional testing. Latch error 203 is a known software glitch during the communication between the motor and the processor board during active operation. The software must be reinstalled to remedy the fault. The customer has declined the service and the platform is no longer can be used on a patient. No significant discrepancies were found in the archive data. The autopulse platform failed the initial functional testing due to the error message latch 203 was displaying upon powering the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).